Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead had no sensing and capture. Fluoroscopy determined the ra lead was dislodged. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, no sensing, and no capture. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning, the helix was able to be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported events of no sensing and no capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Analysis was normal. No anomalies were found.